Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'no disposable pump will not run' alarm. Patient stated that her infusion cannot be stopped for more than 2 hours, otherwise patient will require a steroid treatment. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. Rate 0.6, reservoir volume 10.4, given 99.65.